Event description:
Customer reported the system will not save images, and recalls incorrect images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended.